Event description:
It was reported that during an unknown procedure, the device would not fire. When it did fire, the staples were not formed properly. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.